Event description:
It was reported that during unpacking of a 2.5 x 15 otw xience v stent delivery system (sds) it was noted that the stent implant appeared to not be on the delivery system correctly, appeared to not be attached to the balloon properly, and the stent implant appeared to be fractured. During removal of the mandrel and protective sheath, the stent dislodged inside of the protective sheath. Reportedly, there was no resistance noted when removing the mandrel and protective sheath. The stent implant was removed from the protective sheath and it was confirmed that the middle of the stent was fractured but not separated into two pieces. The device was not used and there was no patient involvement. A new same size otw xience v sds was used successfully for the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the dislodged stent implant was returned for evaluation, thus confirming the reported stent dislodgement. The stent delivery system was not returned. The middle of the stent implant was not fractured as reported; however, there were flared and bent struts in the middle of the stent implant. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.